Event description:
An optometrist reported (tlss) transient light sensitivity syndrome at three month bilateral lasik post op visit. Patient was placed on steroid drops which resolved the issue. There are two medical device reports associated with this event. This report references the left eye.

Manufacturer narrative:
The device history record (DHR) for the device was reviewed. The associated device was released based on the company's acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the date of treatment. The preventive maintenance was performed regularly. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. (B)(4).